Event description:
Patient has experienced hyperglycemia of above 600 mg/dl since (B)(6) 2012. She delivered insulin via the infusion device, but this was not successful in lowering blood glucose. She then used an insulin pen. Patient believes the insulin delivery of the infusion device is too low. The cartridge is changed every 6-7 days and the infusion set every 4-5 days. Patient was referred to the manufacturer's recommendations. She did not have an infection or start new medication. The infusion device, cartridge, and infusion set were requested for evaluation. She did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.